Event description:
It was reported that the balloon catheter had gas loss in iab circuit alarm issue, prior to use. There was no patient involved.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).